Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 12.0mm reamer head for ria 2 was returned and received at us cq. Upon visual inspection, the reamer head was broken just below the gear and the broken fragments were not returned to cq. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the device at the fractured location was observed to be 4.49 mm. This is within the specification of 4.5 mm +0/-0.05 mm as per the drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed 14.0mm reamer head for ria 2. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 12.0mm reamer head for ria 2. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part number: 03.404.020s, synthes lot number: 29p3336, supplier lot number: n/a, release to warehouse date: 20nov2019, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hto. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while using the reamer irrigator aspirator (ria) 2 system to get a bone graft from the patient right femur, the ria 2 reaming head attachment flanges broke in 4 pieces in the proximal portion of the intramedullary femur. Once the ball tip wire was pulled with the ria 2 head intact, the surgeon began to retrieve the broken ria 2 head flange pieces. It took about an extra hour to retrieve all 4 separate pieces. The patient medullary canal was washed out following the metal pieces being removed. The 12mm ria head was retrieved. No backup device was needed because the device broke as surgeon was taking it out of the femur. The graft was obtained for the case. There was a surgical delay of 60 plus minutes. The procedure was successfully completed. The patient was stable after the procedure. This report is for 1 12.0mm reamer head. This is report 1 of 1 for complaint (B)(4).